Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient has received several inappropriate shocks, not isolated to a single episode, due to what technical services (ts) indicated it was either oversensing of muscle noise or electromagnetic interference. Ts recommended to evaluate if the noise is reproducible and x-rays to see if there is an integrity or positioning issue with the subcutaneous implantable cardioverter defibrillator (s-ICD). This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient has received several inappropriate shocks, not isolated to a single episode, due to what technical services (ts) indicated it was either oversensing of muscle noise or electromagnetic interference. Ts recommended to evaluate if the noise is reproducible and x-rays to see if there is an integrity or positioning issue with the subcutaneous implantable cardioverter defibrillator (s-ICD). Electrode insertion appears optimal and there was a sudden decrease in the electrogram sensing prior to shock delivery. This s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has received several inappropriate shocks, not isolated to a single episode, due to what technical services (ts) indicated it was either oversensing of muscle noise or electromagnetic interference. Ts recommended to evaluate if the noise is reproducible and x-rays to see if there is an integrity or positioning issue with the subcutaneous implantable cardioverter defibrillator (s-ICD). Electrode insertion appears optimal and there was a sudden decrease in the electrogram sensing prior to shock delivery. This s-ICD remained in service and was eventually explanted and replaced due to a therapy upgrade to a transvenous ICD system. This product was returned, and no adverse patient effects were reported. The device was explanted due to normal battery depletion (nbd). The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.